Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The leak was described as approximately 30 cc of diluent leaked from the baths that were overflowing. The leak was contained. The system ran out of diluent the night before the date of this event. The customer had put a new pack of diluent on the instrument and tried to run it. He opened the front cover and discovered the baths overflowing. The vacuum isolator chamber (vic or vc1) had fluid in it. A beckman coulter field service engineer was dispatched to evaluate the instrument. The operator was wearing lab coat and gloves when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and determined that the customer had tightened a screw to fitting for sweep-flow line that was loose, which resolved the leak. Fse performed verification of instrument to meet the specified requirements per established procedures. (B)(4).